Event description:
It was reported patient was unable to communicate with the ipg using external devices, and it was believed the ipg was no longer responsive. The patient planned to schedule a consult with the physician to replace the ipg. It was reported the physician replaced the ipg and placed the new ipg in the same ipg pocket site. The patient received effective stimulation postoperative.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.